Event description:
Per medicon, the catheter was torn off approx 1.2cm distal to the dome during traction removal. The catheter was detached while being rotated and pulled back and forth. The tube patency was almost confirmed visually. After breakage, the proximal portion of the catheter was removed percutaneously while the dome and remaining portion of the catheter were removed endoscopically as one piece. The device had been placed 130 days prior to removal.